Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is wearing the cartridge for 4 days. Tandem clinical support (cts) informed customer that wearing the cartridge for days. Is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. The customer continued to use the pump for insulin therapy, and has backup insulin therapy if needed.